Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a lap hernia repair, the balloon was broken. A new device was used to resolve the issue.

Manufacturer narrative:
Additional information: investigation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar balloon was broken. The lock collar, obturator, valve seal and doors appeared intact. The inflation syringe was received. Analysis concluded there were no assembly component related failures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
A new device was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon was broken. There was no medical intervention or patient injury. The surgery time was not extended by 30 minutes or more.